Event description:
Lead explanted due to high thresholds. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, a medial fragment was returned for analysis. The lead tip, yoke and connector pins were not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the medial fragment was found covered in fibrotic growth. Calcifications are known to cause high thresholds and is thus assumed to be the root cause of the clinical observation. Further damages such as stretched shock coils, most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.